Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the (B)(6) system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of chest pain while an align product was being used.

Event description:
The patient reported symptoms of heavy chest pain, shortness of breath, sore tongue, swollen tongue, and yellowish and whitish coloration on the tongue. The patient did not report requiring any medical intervention due to the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners.